Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm was noted during testing. Pump error 25 alarm, power loss alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
It was reported that the insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.